Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose level was 675 mg/dl. Customer administered a correction injection via mdi. The customer reverted to an alternate method of insulin therapy.